Event description:
Healthcare professional reported via sales representative "biocell implants". Later healthcare professional reported "recall implants, right rupture and capsular contracture, baker grade IV". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ rupture: observed broken device and opening assessed as fold flaw opening and surgical damage and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.